Manufacturer narrative:
Patient weight, ethnicity and race:unk. Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/1.5/001 (sphere/cylinder/axis) was implanted as a replacement into the patient's left eye (os) on (B)(6) 2022, due to low vault without rotation. The exchange did not resolve the problem. Cause is reported as unknown. The status of the eye is reported as, "ok" and "the surgeon decided to make follow-ups in 3 months."

Manufacturer narrative:
Corrected data: b1: adverse event should be omitted and replaced with product problem for correction. B2: required intervention to prevent permeant impairment/damage should be omitted for correction. Claim#: (B)(4).